Event description:
The complainant reported that an elderly male patient with multiple chronic medical conditions underwent an elective atrial fibrillation ablation and subsequently experienced a cardiac arrest on the telemetry floor, requiring approximately thirty minutes of cardiopulmonary resuscitation. Due to ongoing hemodynamic instability, the clinical team decided to pursue biventricular mechanical circulatory support using a left-sided device and the impella right percutaneous flex device for right ventricular support. During the attempt to implant the right-sided device in the catheterization laboratory, the operator was unable to advance the guidewire through the markedly dilated right ventricle despite multiple troubleshooting maneuvers. Because the guidewire could not be advanced, the implantation was aborted. No device was implanted, and no right-sided mechanical circulatory support was provided. Information regarding the patient¿s condition after the aborted procedure was not included.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of unable to place or position was most likely patient condition since there was a difficulty encountered while advancing the wire and insertion was aborted due to patient anatomy.